Event description:
It was reported that the patient was up walking, the patient coughed and heard a pop. Scans were conducted and it appeared that a screw came loose. Therefore, the surgeon elected to do an exploratory procedure. During surgery, three days later, the surgeon found the plates had fractured at the cross sections on the middle plate and the inferior plate near the xiphoid. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event and additional information received, it was determined to be not reportable as this component did not loosen or contribute to the event. Therefore, this report should be voided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was up walking, the patient coughed and heard a pop. Scans were conducted and it appeared that a screw came loose. Therefore, the surgeon elected to do an exploratory procedure. During surgery, three days later, the surgeon found the plates had fractured at the cross sections on the middle plate and the inferior plate near the xiphoid. Attempts have been made, and no further information has been provided.